Event description:
The balloon burst, upon removal from the dialysis fistula, the tip remained within the dialysis fistula.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter inner body was noted to be separated at the distal marker band. The balloon exhibited axially and circumferentailly-directed tears. Microscopic examination: light optical examination on the surface of the inner balloon material revealed no anomalies that might have attributed to the axial and circumferential tears. Further evaluation using scanning electron microscopy (sem) on the outer surface of the balloon material revealed several abrasions near and along the axial tear. Also, examination of the fractured surface of the inner body revealed no anomalies that might have contibuted to the inner body separation. A lot history review revealed that no other complaints of this nature have been received for the products from this lot number. It appears that hte balloon burst circumferentially. During attempts to remove the catheter fron the pt's vasculature, the distal section then fractured, and the balloon tore axially. The exact cause for the circumferential burst could not be determined, but may possibly have been inflated to a pressure of 12 atm. (Rated burst pressure for this balloon is 10 atm).